Manufacturer narrative:
Additional information: h3. Manufacturer's investigation conclusion: the reported event of a white controller lcd screen was confirmed via analysis of the returned system controller (serial number: (B)(6)). The returned system controller was connected to a test power module and system monitor; the controller lcd screen was completely white and did not display information. The white lcd screen did not affect the controller¿s ability to operate the test pump at the set speed, and no atypical alarms were active during testing. The returned controller¿s lcd was exchanged with a functional test lcd and the issue was resolved. The controller displayed information as intended with the test lcd screen installed. After replacing the lcd, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file and log file downloaded from the returned system controller (serial number: (B)(6)) contained partially overlapping data spanning 7 days combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 12:41:38 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be caused by an issue with the lcd screen; however, the root cause of the lcd screen not functioning as intended could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e3, e4: correction

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller screen was completely white, no vad alarms. Log file captured routine events. A controller exchange was performed. No further information was provided.